Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead was placed in the first apical position and high impedance and high threshold values were observed. The helix was retracted and the lead was moved to another position; high thresholds, poor sensing and high impedance were noted again and the helix of the lead was unable to be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.